Manufacturer narrative:
Evaluation results the device was received with indentations and site stickers on exterior housing. The battery compartment has signs of previous battery corrosion at the back of the battery door. Evaluation found the unit pre-recorded voice message will not play when the unit is set to voice only and voice & tone modes, only a clicking sound can be heard due to a defective cob1 voice chip. Being that the unit is more than three years old, it is likely the cause is expected normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
(B)(6) is reporting an alarm that does not have a proper voice recording function. The date the issue was discovered is unknown and no patient incident or injury was reported.